Manufacturer narrative:
Tracking number: (B)(4). Battery returned on 12/23/2015 device evaluation: post market vigilance (pmv) led an evaluation of one battery pack opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Pmvs visual inspection noted no abnormalities. Pmvs functional investigation found that upon insertion into a pmv handle, the handle did not respond or power up. The battery was then attempted to be interrogated and was unable to provide a status, indicating a severely depleted battery. The battery was inserted into a pmv charger and initially displayed a red light, then a yellow light, and a red light once again. A charge was forced to the battery and the charger eventually displayed a blinking yellow light. The battery was interrogated to obtain an initial reading, and then reinserted into the charger. The battery was left on the charger and eventually displayed a green light indicating that the battery was able to accept a charge. The battery was interrogated again, and then allowed to sit for a period of time to evaluate the discharge rate. The battery was interrogated again and was found to display a gross discharge. Engineering's visual inspection noted not visual abnormalities. Engineering's functional evaluation found that the pack was able to take a charge and discharge cycle and show proper function on the eol tester twice, the cells were balanced, and no failure flags were activated. A review of the device history record indicates these devices lot numbers were released meeting all medtronic quality release specifications at the time of manufacture. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a partial gastrectomy, the reload articulated on its own and the status indicator illuminated blue. At that point, the jaws did not move at all. Once the battery was re-inserted, the reload returned to neutral position. No injury or adverse event was reported with this incident.